Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced cannula issues of with two infusion sets. The cannulas were kinked. The event occurred on 08-jul-2024 and 11-aug-2024. Patient noticed symptoms within three or more hours after insertion for all events. Infusion sets were used for less than a day. The insertion of site was the abdomen & upper butt. Patient regularly rotated site location. Patient confirmed the introducer needle was ahead of the cannula prior to insertion. Patient replaced infusion sets and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR device 2 of 2.